Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging visualization of black foam particles and particulate contamination in replacement device. During the evaluation of the device at the third-party service center, the device was visually inspected and black particles were observed in the connection with the humidifier. Additionally, the customer complaint was reproduced, and the device was scrapped. The device's event log was reviewed by the service center and no error code found. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.